Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during dwell 2 of 5. Per the initial report, the home patient (hp) stated that the catheter tubing has a hole in it. The hp disconnected and clamped off the leak; the hp needs to end therapy on the machine. (B)(4) assisted the hp with ending therapy. The hp stated that he will go to the clinic (B)(6) . (B)(4) spoke with the hp on (B)(6) 2010 and he stated that he did not notice that there was hole in the transfer set or catheter, as he went to bed. He stated that something must have broken off as he was sleeping because he initially felt wetness and when he stood up, solution had leaked all over his shirt and bed due to a hole in the transfer set. He immediately clamped off the transfer set and contacted his nurse. The nurse replaced his transfer set and was given (B)(6); there was no infection. He was not sure if the nurse kept the sample and stated everything is going well and is resuming therapy as usual. No additional information was available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up will be submitted.